Manufacturer narrative:
Analysis found the output connector was broken. Analysis also found one bail cover, one bail, ring cover, and ring were missing. One bail cover was broken and one bail was bent.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.